Manufacturer narrative:
Review of the manufacturing records verified that the lot met release requirements. The device was not returned. Consequently, a direct product analysis was not possible. All information has been placed on file for use in tracking and trending. (B)(4).

Event description:
In the medical literature, an article, "a prospective randomized study of heparin-bonded graft (propaten) versus standard graft in prosthetic arteriovenous access." Was reviewed. Patients with end-stage renal failure requiring a prosthetic access were randomized to receive either a standard expanded polytetrafluroethylene (eptfe) graft or a heparin-bonded eptfe graft. Patients were enrolled from june 2007 until november 2011 and were followed up until july 2013, when the study concluded. The performance of gore&#59408;propaten vascular grafts in resisting thrombosis, decreasing early failure and possibly prolonging patency was assessed. On (B)(6), 2010, a patient was implanted with a gore-tex stretch vascular graft for arteriovenous access from the brachial artery to the basilic vein. It was reported to gore that on (B)(6), 2010, the patient presented with a thrombosed graft. A declot procedure was performed.